Event description:
Caregiver was attempting to move a pt using an ergolift mobile pt lift. The lift malfunctioned causing injuries to caregiver. The caregiver sustained bodily injuries and was painfully and seriously injured. Specific details of the injuries are unk at this time. Ref. Imp# 9681684-2013-00097.